Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and broken occluder feet to the main body were identified. A cracked mini cap was observed during the analysis. The reported condition was verified. The cause of the leak was due to the broken occlude feet. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: UDI #, address, and previously submitted (follow up #1). The cracked minicap referenced in the evaluation of the transfer set is not a component of the transfer set device. The cracked minicap is addressed in manufacturer report number 1416980-2020-02478. All information regarding the minicap could be found in that manufacturer report number 1416980-2020-02478. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set was broken which resulted in a leak. This was further described as ¿the home patient noticed betadine backing up into the transfer set even when it was capped and locked.¿ this occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.